Event description:
It was reported loose charging port that required cord to be in specific position to charge. There was no reported impact to the customer¿s blood glucose level. Customer declined transfer to technical support, and no additional information was received regarding further actions or outcome of event.